Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
Primary attune total knee implanted to treat severe osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Patient received a revision of the right tka due to pain. Upon entering the knee, the performed a complete synovectomy. The tibial tray was loose and completely debonded at the cement to implant interface and was removed easily. The patella and femoral components were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with depuy components and utilizing competitor cement. There was a reported surgical delay of 1 hour and 10 minutes due to the surgical specimens being sent to the wrong laboratory and had no impact on the surgical procedure or patient outcome. Doi: (B)(6) 2015. Dor: (B)(6) 2018; right knee.